Event description:
It was reported that during a diagnostic procedure the subject device was not working. There were no reports of patient harm. No additional information was provided.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There were no defects identified during inspection as the device was within standard specifications. A device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) indicate: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed." Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a diagnostic procedure the subject device was not working. There were no reports of patient harm. No additional information was provided.